Event description:
It was reported that during the procedure, an ht command es 300cm guide wire was advanced without resistance past a heavily calcified lesion in the non-heavily calcified anterior tibial vessel. During withdrawal from the lesion, resistance was felt against the lesion and the guide wire became stuck; it was noted that coating material was coming off of the proximal end of the ht command es guide wire. The ht command was withdrawn from the anatomy with force applied. No guide wire coating came off inside of the patient anatomy. Another unspecified guide wire was used in successfully completing the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The peeling was unable to be confirmed however the polymer separation was able to be confirmed which is likely the peeling noted by the account. The difficulty removing the guide wire could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the hi torque guide wires for percutaneous transluminal angioplasty (pta) instructions for use (IFU) states: if resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Do not push, auger, withdraw, or torque a guide wire that meets excessive resistance. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.